Manufacturer narrative:
Concomitant medical products: 694958, lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Follow-up concluded that no intervention was done because the right ventricular (rv) lead threshold was high and "trending up." The device and lead remain in use. No patient complications have been reported as a result of this event.